Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's touchscreen was shattered and unresponsive. Reportedly, the pump had been hit against an object. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate pump for insulin therapy.